Event description:
During green light laser case, moxy laser fiber cracked at 49 min and 40 sec., 452.250 joules. Defective fiber returned to agiliti medical services representative. FDA safety report ID # (B)(4).